Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set had a leak due to a hole on the tubing. This was noticed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed and holes were identified in the tubing approximately 0.75 inches from the twist sleeve. A tubing fold line was also evident. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing identified a leak from the holes in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.